Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that a gap of adhesive was present on the distal end. Additional evaluation findings are as follows: angulation malfunction; gap of adhesive on a-rubber; defects of adhesive on bending section; control body defects; defects of insertion tube. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct260, evis lucera ultrasound gastrovideoscope to olympus for repair due to a report that water leaked from the mounting part when using the balloon. Upon inspection and testing of the returned device, a gap of adhesive was noted on the distal end. This report is submitted due to the finding of a gap of adhesive on the distal end, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the event may have been caused by reasons similar to other damage found on the device, however it could not be determined whether stress, handling or other issues caused the damage. A definitive root cause of the reported issue could not be identified. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.